Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjohuntleigh (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
It was reported that the garment caused blisters on the pt.